Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised and some sections were updated. Product event summary: the ventricular assist device (vad) ((B)(6)) and two (2) batteries with unknown serial numbers were not returned for evaluation. Two (2) controllers ((B)(6)) and five (5) batteries ((B)(6)) were returned for evaluation. No allegations were made against (B)(6). Review of (B)(6)'s manufacturing records confirmed that the associated device met all requirements for release. Review of the manufacturing documentation for the two (2) batteries with unknown serial numbers could not be performed since the serial numbers were unknown. A review of the manufacturing documentation of the returned controllers and batteries were not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Visual inspection of the batteries (B)(6) and (B)(6) revealed wear on the batteries' connectors. The worn connectors did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. During functional testing, a bnormalities were observed in the voltage plot regarding the cell pairs of the batteries. Of note, it was observed during functional testing that (B)(6) had over 500 charge and discharge cycles. Based on the analys is performed, the anomalies in the voltage plots of (B)(6) and (B)(6) may be attributed to the batteries reaching the end of their useful life. Functional testing of (B)(6) and (B)(6) revealed that a cell pair depleted below the voltage threshold. An I nternal inspection of (B)(6) and (B)(6) did not reveal any anomalies; no anomalies were observed on the solders or welds. It was noted that there was a time difference of 1686 days between the manufacturing dates of (B)(6) and (B)(6) and the reported event date. This indicates that the batteries (B)(6) and (B)(6) were most likely not in use for an extended period. Hence, the batteries were susceptible to an expected degradation of capacity as a result of non-usage. The observed abnormal voltage plots, high cycle count, and degraded cell pairs events are additional findings not related to the reported event. The most likely root cause of the observed anomalies voltage plots of the batteries can be attributed to the batteries reaching their end of life and/or to degraded cell pairs due to an expected degradation as a result of non-usage over time. The most likely root cause of the observed high cycle counts event can be attributed to the batteries reaching the end of their useful life. Failure analysis of the returned controllers revealed that the (B)(6) passed visual inspection. Visual inspection of (B)(6) under a 10x magnification revealed a damaged pin within power port one (1). Functional testing of both controllers revealed that the devices was unable to communicate with external batteries; the controllers' front panel light emitter diode (led) indicators did not illuminate while connected to test batteries. However, the controllers were still able to receive power from both power sources. Functional testing of (B)(6) revealed that the controller was unable to communicate to a test monitor; log files were not available to download. Functional testing of (B)(6) also revealed that the controller exhibited electrical fault alarms and vad stopped alarms, due to an overcurrent condition. Inspection of both controllers revealed damaged integrated circuits in each controller, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. Supplemental testing of both controllers revealed a damaged diode on the communication line of each controller. After the damaged integrated circuit and diode were replaced in (B)(6), the controller functioned as intended and the controller log files were obtained. After the damaged integrated circuit and diode were replaced in (B)(6), further testing revealed that the controller continued to exhibit electrical fault alarms and vad stopped alarms, due to an overcurrent condition. Further supplemental testing of (B)(6) revealed that the pulse width modulation signal on the pump motor controller (pmc) integrated circuit was not outputting the expected signal. This prevented the controller from properly running the pump, resulting in the electrical fault alarms and vad stopped alarms. Additional supplemental testing using (B)(6)¿s original board paired with a new pmc, demonstrated normal board operation with no alarms or failures, confirming that the fault resides within the pmc integrated circuit. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed five (5) vad stopped alarms logged with an incorrect time stamp, indicating that the motor stators failed. Five (5) electrical fault alarm were simultaneously recorded with the vad stopped alarms due to an overcurrent condition, which resulted in the stators failing. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the event log file revealed multiple additional controller power up events with associated pump start events with an incorrect date and time stamp. Additionally, several controller power up events without pump start events and several disconnect alarms were logged with an incorrect time/date stamp, likely during troubleshooting of the controller and/or a controller exchange. Review of the controller log files associated with (B)(6) revealed an initial controller power up event with an incorrect date and time stamp. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021. Additionally, review of the data log file revealed that the controller was not in use prior to the power up event; indicating that the power up event occurred during a controller exchange. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of (B)(4) logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Analysis of alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of (B)(4) with incorrect date/time stamp and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Review of the event log file revealed multiple additional controller power up events with associated pump start events with an incorrect date and time stamp. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events observed in the logs. Additionally, several controller power up events without pump start events and a vad disconnect alarm were logged with an incorrect time/date stamp, likely during troubleshooting of the controller and/or a controller exchange. As a result, the reported event was confirmed. The most likely root cause of the controller losses of power can be attributed to a controller exchange, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) and (B)(6) fall in scope of this CAPA. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed damaged socket pin within power port connector is attributed to an improper connection or a misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables, which likely contributed to the reported event. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections. The most likely root cause of the observed damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. The most likely root cause of the reported inability of the controllers to recognize the batteries, critical battery alarms, real time clock issue, observed data transfer error during testing, and observed controller resets events can be attributed to damaged diodes and damaged integrated circuits. A possible root cause for the damaged diodes and integrated circuits on the communication lines can be attributed to voltage spikes on the communication pins of the connectors. CAPA pr00465502 was opened to investigate this issue. The most likely root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting of the controllers. The most likely root cause of the reported electrical fault alarms and vad stopped alarms can be attributed to a faulty pmc integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the batteries were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: b5.desc evt problem: from: the batteries remain in use. To: it was further reported that the batteries were removed from service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and two (2) batteries with unknown serial numbers were not returned for evaluation. Two (2) controllers ((B)(6)) and five (5) batteries ((B)(6)) were returned for evaluation. No allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Visual inspection of the batteries (B)(6) and (B)(6)revealed wear on the batteries' connectors. The worn connectors did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. During functional testing, abnormalities were observed in the voltage plot regarding the cell pairs of the batteries. Of note, it was observed during functional testing that (B)(6) had over 500 charge and discharge cycles. Based on the analysis performed, the anomalies in the voltage plots of (B)(6) may be attributed to the batteries reaching the end of their useful life. Functional testing of (B)(6) revealed that a cell pair depleted below the voltage threshold. An internal inspection of (B)(6) did not reveal any anomalies; no anomalies were observed on the solders or welds. It was noted that there was a time difference of 1686 days between the manufac turing dates of (B)(6) and the reported event date. This indicates that the batteries (B)(6) were most likely not in use for an extended period. Hence, the batteries were susceptible to an expected degradation of capacity as a result of non-usage. The observed abnormal voltage plots, high cycle count, and degraded cell pairs events are additional findings not related to the reported event. The most likely root cause of the observed anomalies voltage plots of the batteries can be attributed to the batteries reaching their end of life and/or to degraded cell pairs due to an expected degradation as a result of non-usage over time. The most likely root cause of the observed high cycle counts event can be attributed to the batteries reaching the end of their useful life. Failure analysis of the returned controllers revealed that the (B)(6) passed visual inspection. Visual inspection of (B)(6) under a 10x magnification revealed a damaged pin within power port one (1). Functional testing of both controllers revealed that the devices was unable to communicate with external batteries; the controllers' front panel light emitter diode (led) indicators did not illuminate while connected to test batteries. However, the controllers were still able to receive power from both power sources. Functional testing of (B)(6) revealed that the controller was unable to communicate to a test monitor; log files were not available to download. Functional testing of (B)(6) also revealed that the controller exhibited electrical fault alarms and vad stopped alarms, due to an overcurrent condition. Inspection of both controllers revealed damaged integrated circuits in each controller, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. Supplemental testing of both controllers revealed a damaged diode on the communication line of each controller. After the damaged integrated circuit and diode were replaced in (B)(6) , the controller functioned as intended and the controller log files were obtained. After the damaged integrated circuit and diode were replaced in (B)(6) , further testing revealed that the controller continued to exhibit electrical fault alarms and vad stopped alarms, due to an overcurrent condition. Further supplemental testing of (B)(6) revealed that the pulse width modulation signal on the pump motor controller (pmc) integrated circuit was not outputting the expected signal. Supplemental testing revealed that the pulse width modulation signal on the pump motor controller (pmc) integrated circuit was not outputting the expected signal. This prevented the controller from properly running the pump, resulting in the electrical fault alarms and vad stopped alarms. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed five (5) vad stopped alarms logged with an incorrect time stamp, indicating that the motor stators failed. Five (5) electrical fault alarm were simultaneously recorded with the vad stopped alarms due to an overcurrent condition, which resulted in the stators failing. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the event log file revealed multiple additional controller power up events with associated pump start events with an incorrect date and time stamp. Additionally, several controller power up events without pump start events and several disconnect alarms were logged with an incorrect time/date stamp, likely during troublesho oting of the controller and/or a controller exchange. Review of the controller log files associated with (B)(6) revealed an initial controller power up event with an incorrect date and time stamp. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021. Additionally, review of the data log file revealed that the controller was not in use prior to the power up event; indicating that the power up event occurred during a controller exchange. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Analysis of alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% logged with incorrect date/time stamp and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Review of the event log file revealed multiple additional controller power up events with associated pump start events with an incorrect date and time stamp. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events observed in the logs. Additionally, several controller power up events without pump start events and several disconnect alarms were logged with an incorrect time/date stamp, likely during troubleshooting of the controller and/or a controller exchange. As a result, the reported event was confirmed. A possible root cause of the observed losses of power can be attributed to a controller exchange, a disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power based on an investigation conducted under CAPA (B)(4), the root cause of the observed damaged socket pin within power port connector is attributed to an improper connection or a misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables, which likely contributed to the reported event. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections. The most likely root cause of the observed damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. The most likely root cause of the reported inability of the controllers to recognize the batteries, critical battery alarms, real time clock issue, observed data transfer error during testing, and observed controller resets events can be attributed to damaged diodes and damaged integrated circuits. A possible root cause for the damaged diodes and integrated circuits on the communication lines can be attributed to voltage spikes on the communication pins of the connectors. CAPA (B)(4) was opened to investigate this issue. The most likely root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting of the controllers. The most likely root cause of the reported electrical fault alarms and vad stopped alarms can be attributed to a faulty pmc integrated circuit. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 27-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c0706, c205 h6: FDA conclusion code(s): d02, d11, d15 d4: serial or lot#: (B)(6) d9: yes, return date: 27-jul-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0205 h6: FDA conclusion code(s): d11, d15 d4: serial or lot#: unk h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: unk h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 29-aug-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 27-feb-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a04 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d1105, d01 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 29-aug-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c020701 h6: FDA conclusion code(s): d02, d1105 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 29-aug-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034 h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c020701 h6: FDA conclusion code(s): d02, d1105 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 29-aug-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034 h6: FDA device code(s): a27 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2018 / serial or lot#: (B)(6) UDI #: (B)(4) d9: yes, return date: 29-aug-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-aug-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034 h6: FDA device code(s): a27 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Five additional batteries were returned to the manufacturer and tested out of specification.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Product event summary: the pump (B)(6) and two (2) batteries with unknown serial numbers were not returned for evaluation. Two (2) controllers (B)(6) and five (5) batteries (bat(B)(6) , were returned for evaluation. No allegations were made against bat (B)(6). Review of (B)(6) manufacturing records confirmed that the associated device met all requirements for release. Review of the manufacturing documentation for the two (2) batteries with unknown serial numbers could not be performed since the serial numbers were unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of bat (B)(6) revealed that the batteries passed visual inspection and functional testing. Failure analysis of bat(B)(6) revealed that the battery passed visual inspection. Visual inspection of the batteries bat (B)(6) revealed wear on the batteries' connectors. The worn connectors did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller. During functional testing, abnormalities were observed in the voltage plot regarding the cell pairs of the batteries. Of note, it was observed during functional testing that bat (B)(6) had over 500 charge and discharge cycles. Based on the analysis performed, the anomalies in the voltage plots of bat (B)(6) may be attributed to the batteries reaching the end of their useful life. Functional testing of bat (B)(6) revealed that a cell pair depleted below the voltage threshold. An internal inspection of bat (B)(6) did not reveal any an omalies; no anomalies were observed on the solders or welds. It was noted that there was a time difference of 1686 days between the manufacturing dates of bat (B)(6) and the reported event date. This indicates that the batteries bat (B)(6) were most likely not in use for an extended period. Hence, the batteries were susceptible to an expected degradation of capacity as a result of non-usage. The observed abnormal voltage plots, high cycle count, and degraded cell pairs events are additional findings not related to the reported event. The most likely root cause of the observed anomalies voltage plots of the batteries can be attributed to the batteries reaching their end of life and/or to degraded cell pairs due to an expected degradation as a result of non-usage over time. The most likely root cause of the observed high cycle counts event can be attributed to the batteries reaching the end of their useful life. Failure analysis of the returned controllers revealed that the (B)(6) passed visual inspection. Visual inspection of (B)(6) under a 10x magnification revealed a damaged pin within power port one (1). Functional testing of both controllers revealed that the devices was unable to communicate with external batteries; the controllers' front panel light emitter diode (led) indicators did not illuminate while connected to test batteries. However, the controllers were still able to receive power from both power sources. Functional testing of (B)(6) revealed that the controller was unable to communicate to a test monitor; log files were not available to download. Functional testing of (B)(6) also revealed that the controller exhibited electrical fault alarms and vad stopped alarms, due to an overcurrent condition. Inspection of both controllers revealed damaged integrated circuits in each controller, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. Supplemental testing of both controllers revealed a damaged diode on the communication line of each controller. After the damaged integrated circuit and diode were replaced in (B)(6), the controller functioned as intended and the controller log files were obtained. After the damaged integrated circuit and diode were replaced in (B)(6), further testing revealed that the controller continued to exhibit electrical fault alarms and vad stopped alarms, due to an overcurrent condition. Further supplemental testing of (B)(6) revealed that the pulse width modulation signal on the pump motor controller (pmc) integrated circuit was not outputting the expected signal. This prevented the controller from properly running the pump, resulting in the electrical fault alarms and vad stopped alarms. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log file analysis associated with (B)(6) revealed five (5) vad stopped alarms logged with an incorrect time stamp, indicating that the motor stators failed. Five (5) electrical fault alarm were simultaneously recorded with the vad stopped alarms due to an overcurrent condition, which resulted in the stators failing. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the event log file revealed multiple additional controller power up events with associated pump start events with an incorrect date and time stamp. Additionally, several controller power up events without pump start events and several disconnect alarms were logged with an incorrect time/date stamp, likely during troublesho oting of the controller and/or a controller exchange. Review of the controller log files associated with (B)(6) revealed an initial controller power up event with an incorrect date and time stamp. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2021. Additionally, review of the data log file revealed that the controller was not in use prior to the power up event; indicating that the power up event occurred during a controller exchange. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Analysis of alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% with incorrect date/time stamp and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Review of the event log file revealed multiple additional controller power up events with associated pump start events with an incorrect date and time stamp. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events observed in the logs. Additionally, several controller power up events without pump start events and a vad disconnect alarm were logged with an incorrect time/date stamp, likely during troubleshooting of the controller and/or a controller exchange. As a result, the reported event was confirmed. A possible root cause of the observed losses of power can be attributed to a controller exchange, a disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00384004, the root cause of the observed damaged socket pin within power port connector is attributed to an improper connection or a misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables, which likely contributed to the reported event. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections. The most likely root cause of the observed damaged battery connectors can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cable and metal power port connectors on the controller. CAPA pr00384004 was opened to investigate bent/damaged pins with controller 2.0 and damaged battery connectors. The most likely root cause of the reported inability of the controllers to recognize the batteries, critical battery alarms, real time clock issue, observed data transfer error during testing, and observed controller resets events can be attributed to damaged diodes and damaged integrated circuits. A possible root cause for the damaged diodes and integrated circuits on the communication lines can be attributed to voltage spikes on the communication pins of the connectors. CAPA pr00465502 was opened to investigate this issue. The most likely root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controllers, likely due to troubleshooting of the controllers. The most likely root cause of the reported electrical fault alarms and vad stopped alarms can be attributed to a faulty pmc integrated circuit. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a battery exchange on arrival at the hospital, the controller exhibited multiple ventricular assist device (vad) disconnect alarms, and one each, a vad stop alarm, and an electrical fault alarm, which was attributed to electrostatic discharge (esd). It was also reported that the controller clock had an incorrect time and date. The controller was exchanged to the back up controller which could not recognized the two fully charged batteries. There were several critical battery alarms and the battery charged indicator light did not display on the controller. The back up controller also exhibited the real time clock error and had vad disconnect alarms and suspected of esd as well. The controllers were exchanged, the vad and the batteries remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model#: 1420/ catalog#: 1420/ expiration date: 31-jul-2021 / serial#: (B)(4). UDI#: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-jul-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0 model#: 1420/ catalog#: 1420/ expiration date: 31-jul-2021 / serial#: (B)(4). UDI#: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jul-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model#: unk / catalog#: unk / expiration date: unk / serial#: unknown. UDI #: unk. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery: model#: unk / catalog#: unk/ expiration date: unk / serial#: unknown. UDI#: unk. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Device manufacture date: unk. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.